Manufacturer narrative:
Investigation summary: bd received samples and photos for investigation. The samples and photos were reviewed and the indicated failure mode for 'dirty cap' with the incident lot was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of 'dirty cap' was not observed. Bd determined that the root cause of the indicated failure mode was attributed to embedded foreign matter (fm). The fm is a carbonized polymer being released in the cap molding process. It is a cosmetic defect with no impact on the efficiency of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty cap x1."